Event description:
Reportedly, the pacemaker involved in this MDR report was implanted. However, a few hours after, the patient had loss of consciousness and convulsion due to ineffective bipolar pacing. On "magnet mode", the physician observed an effective capture but a functioning in "vdd mode" (i.e. The physician cannot observes the asynchronous behaviour as expected during the magnet mode); the magnet removal reintroduced the observed ineffective pacing behaviour. Then, the physician decided to replace the pacemaker (that he returned for analysis) solving the problem (i.e. Right pacing and sensing also in bipolar configuration).

Manufacturer narrative:
Conclusion: the electrical characteristics of the returned device were within specifications. No data was available to review egm episodes; a detailed visual inspection of the connector components revealed damages. These observations clearly resulted from incorrect screwing / unscrewing operations. However, it is not possible to determine whether these damages resulted from screwing operations at the beginning or at the end of the implantation, i.e. Whether there is a link between these damages and the reported behavior. Considering the above observations and analysis results, the most probable hypothesis to explain the reported incident is that: the distal ventricular setscrew was completely unscrewed then reinserted but possibly skewed and stuck at the top of the terminal block, it is also possible that the setscrew was screwed just before pushing completely in the port (the setscrew was found screwed upon reception); however, the lead was considered tightened; there was probably an electrical continuity because the lead tip could touched the terminal block but in reality, there was a bad (mechanical) contact; later, bad and intermittent contacts could have occurred at the ventricular level due to the patient's movements at the pocket level (the electrical continuity was not correctly assumed between the lead tip and the terminal block) thus explaining the reported behavior; concerning the remark on the magnet mode: effective pacing could have been observed under magnet mode because of pacing amplitude at a higher value of 5 v (but ineffective pacing (i.e. Loss of capture) observed after, i.e. With programmed settings (at 3.5v)).